Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not able to connect to their device. The patient reported burning, pinching, and being shocked by the device. The environmental/external/patient factors that may have led or contributed to these issues were unknown. A request was made for a qualified agent to follow up for troubleshooting; the results were yet to be determined. The interventions/actions taken to resolve were unknown as troubleshooting was still required to be performed. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that it was unknown if the cause of the patient not being able to connect with the device was determined, and the most likely cause was unknown. When asked what steps were taken to resolve the issue, the rep stated an experienced agent called [the patient] back to provide support. During that call, it was noted that the handset had no charge. The patient just connected it to the charger, and it reached 40%. The patient was advised to let it charge and maintain a charge at least at 50% then try again. The patient stated they would call back if they felt something abnormal. The issue was resolved. Regarding the actions taken to resolve the issue of being shocked by the device, the patient was advised to consider reducing the charging speed if they experienced additional symptoms only during recharging, for example ¿s hocking sensation¿ or ¿zapping sensation¿ or other sensations which only occur during recharge. It was at level 1.4, and the patient changed it to 1.0 and tried again; no shock was felt.¿ the issue was resolved. Additional information was received from the manufacturer representative (rep). The rep clarified that the shocking sensation appeared to only be occurring during the recharge session, and it was recommended to reduce the recharge speed. This appeared to have resolved the issue during the call. This was the last reported incident from the patient, and they had not been in contact since. No further information could be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep clarified that the patient was not referring to a recharger, but rather their handset and communicator and their attempts to connect them. The rep noted that the shocking information was a report about the patient's implanted device which they indicated during the call that it was shocking, pinching, and burning. During a call back to the patient, it was determined that they should adjust their stimulation to decrease their stim from 1.4 to 1.0, at which time they were no longer [experiencing] this sensation, and this could likely have occurred due to positional changes, sometimes when in different positions the stimulation may need to be adjusted to reduce the sensations. No further calls have occurred after this reported incident, and no further information can be provided.